Event description:
It was reported that the user delayed starting a new dexcom g7 sensor on the ilet after receiving an expiration alert, then installed and paired a new sensor with assistance and entered a manual blood glucose of 351 mg/dl during warmup. The device functioned as intended and no applicable component malfunction was identified. Symptoms included hyperglycemia without reported accompanying signs. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no device problem and identified a usage problem related to failure to follow instructions, with no applicable component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error contributing to the event.